Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the device and verified the reported malfunction. The se reseated the exhalation valve connector and calibrated the ventilator. The device then passed all testing.

Event description:
It was reported that a ventilator displayed an error code associated with an inoperative condition. There was no report of patient involvement.